Event description:
The article, "rapid development of severe mitral regurgitation following tricuspid valve intervention," was reviewed. The article presented a case study of an 81-year-old male patient with permanent atrial fibrillation, severe tricuspid regurgitation, and mild mitral regurgitation. It was reported that on an unknown date, a 33mm st. Jude medical tissue valve was implanted during a tricuspid valve repair. On post-operative transesophageal echocardiography, there was significant worsening of mitral valve regurgitation from mild to severe. The patient was placed back on cardiopulmonary bypass, and the patient had a mitral valve annuloplasty ring placement. No notable defects were noted on gross examination of the mitral valve. The patient was discharged in stable condition. [The primary author was hesham abdalla, mbbs, department of internal medicine, mayo clinic, scottsdale, az, USA. The corresponding author was said alsidawi, md, facc, department of cardiovascular diseases, mayo clinic, scottsdale, az, with corresponding email: alsidawi.said@mayo.edu.].

Manufacturer narrative:
B3 - date of event is estimated as 19 september 2024 as this was the date the event was reported to abbott. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "rapid development of severe mitral regurgitation following tricuspid valve intervention". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "rapid development of severe mitral regurgitation following tricuspid valve intervention," was reviewed. The article presented a case study of an 81-year-old male patient with permanent atrial fibrillation, severe tricuspid regurgitation, and mild mitral regurgitation. It was reported that on an unknown date, a 33mm st. Jude medical tissue valve was implanted during a tricuspid valve repair. On post-operative transesophageal echocardiography, there was significant worsening of mitral valve regurgitation from mild to severe. The patient was placed back on cardiopulmonary bypass, and the patient had a mitral valve annuloplasty ring placement. No notable defects were noted on gross examination of the mitral valve. The patient was discharged in stable condition. [The primary author was hesham abdalla, mbbs, department of internal medicine, mayo clinic, scottsdale, az, USA. The corresponding author was said alsidawi, md, facc, department of cardiovascular diseases, mayo clinic, scottsdale, az, with corresponding email: alsidawi.said@mayo.edu.]

Manufacturer narrative:
As reported in a research article, a case study of an 81-year-old male patient with permanent atrial fibrillation, severe tricuspid regurgitation, and mild mitral regurgitation. It was reported that on an unknown date, a 33mm st. Jude medical tissue valve was implanted during a tricuspid valve repair. On post-operative transesophageal echocardiography, there was significant worsening of mitral valve regurgitation from mild to severe. The patient was placed back on cardiopulmonary bypass, and the patient had a mitral valve annuloplasty ring placement. The patient was discharged in stable condition. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "the safety and effectiveness of the epic¿ and epic¿ supra valves has not been established for the following specific populations: patients requiring pulmonic or tricuspid valve replacement. B3 - date of event is estimated as (B)(6) 2024 as this was the date the event was reported to abbott. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "rapid development of severe mitral regurgitation following tricuspid valve intervention"